Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : not received device as of yet.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was used during an unknown procedure on the date of (B)(6) 2023, when it was reported, ¿heads broken off during surgery all pieces retrieved, no injury.¿ after further assessment to gain more information about the incident, a good faith effort was completed; however, the reporter has not responded to our attempts for further information. In the initial description there was no report of injury, and all fragmentation was retrieved with an unknown device. There was no prolonged hospitalization, or medical intervention reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿heads broken off during surgery all pieces retrieved¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame 202,915 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was used during an unknown procedure on the date of (B)(6) 23, when it was reported, ¿heads broken off during surgery all pieces retrieved, no injury.¿ after further assessment to gain more information about the incident, a good faith effort was completed; however, the reporter has not responded to our attempts for further information. In the initial description there was no report of injury, and all fragmentation was retrieved with an unknown device. There was no prolonged hospitalization, or medical intervention reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.